Event description:
It was reported the patient experienced difficulty maintaining communication between the ipg and external devices. It was determined via palpation, the patient's ipg was flipped on its edge in the pocket. Surgical intervention took place on (B)(6) 2013 and the patient reported effective stimulation coverage postoperative and the ipg was able to communicate with external devices. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.